Event description:
The titanium adapter separated from the patient connector. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. This is a product not distributed in the us and does not have a 510 number